Event description:
Components were explanted and revised due to instability. The right hip acetabulum was revised to a tritanium cup and 40mm head.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested, but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding instability involving a secur-fit cluster shell was reported. The event was not confirmed. Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device.

Event description:
Components were explanted and revised due to instability. The right hip acetabulum was revised to a tritanium cup and 40mm head.